Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead tip broke off in the patient. Following the procedure, tricuspid valve regurgitation was noted. The lead was explanted and replaced. No further information was available at this time.